Event description:
Additional information received from patient. Patient called back and stated previous information documented in this case. Patient had cords replaced and patient was doing everything 'they' said for over 2 years but patient still couldn't seem to charge the implant and had nothing but trouble. Patient got recharging needs attention and poor recharge quality. Patient had met with their representative before and met them at their place. Agent reviewed information and redirected patient to their hcp. Agent provided nas phone number. Agent attempted to ask more questions about the representative but patient disconnected the call.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6),implanted: explanted: product type recharger product ID 97755-s lot# serial# (B)(6), implanted: explanted: product type recharger product ID 97745nt lot# serial#(B)(6), implanted: explanted: product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and repeated previously documented information and continued to have difficulty charging their implant; kept getting poor quality. Agent walked patient through resetting their controller with ac power then starting charging session over. Patient saw no device found and agent walked them through passive recharge mode with 73-73-73 for connectivity. Agent reviewed they should follow up with hcp if they are still having difficulty charging the ins, as all appeared to be functioning normally. Patient will be seeing their hcp this thursday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient. Pt called back stating they must be calling patient services every week because of charging issues. Pt reported it takes 2 days to recharge the implant. Pt said "it is a piece of crap if you ask me". Pt got a recharger, controller and battery pack replaced. When trying to recharge, pt gets poor recharge quality. After 2 days pt got aggravated and then both implant and controller were uncharged. On the call pt got a normal screen and it was recharging. An email was sent to repair to replace the controller. The implant was in red. Pt mentioned they went to hcp 2 months ago. Pt said they had no falls but then mentioned the implant was just under the skin and sometimes it felt like it was protruding and pt placed the paddle over that or the side of the implant. Additional information received from patient. Patient called stated they received the controller and need assistance with pairing process. Agent assisted patient with connecting to the ins and recharging excellent, controller 100% and ins red. Agent reviewed how to correct the date and time. Additional information received from patient. Patient called back reporting that they still cannot charge their implant and that they cannot get anything to work. Patient stated that they received the replacement controller but that did not seem to resolve the issue and they constantly get no device found and poor recharge quality. Patient mentioned that their device has been nothing but problems the past 2 years and they are ready to take the implant out. Agent walked patient through a controller reset and had the patient attempt to start a charge session; patient stated they got no device found and then hit recharge. Patient entered passive recharge with all the number values being 58; shortly after they switched to 48, 67, and 85. Patient then noted that they were recharging good but that the quality would bounce between recharging and recharging good at a fast rate; controller was 50% and the implant was in the red. Agent sent an email to repair to replace the recharger. Additional information received from patient. Pt called back stating they got a new recharger. A couple of weeks ago they also got a new controller. Pt was trying to charge the implant today and the controller went unresponsive. The screen was blank. See sn in secure note field. Pt was frustrated stating they had everything replaced a couple of times including the battery pack. Pt was on the charger all night. On the call had pt take the battery out and plug the controller in the wall. The screen came on. Pt inserted the battery pack and confirmed the controller was charging, the green light was blinking. Instructed pt to continue charging the controller and then charge the implant. Reviewed if pt still had any ins charging issues-follow up with hcp.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial#: (B)(6), product type: programmer, patient product ID: 97755-s, serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back, stating they had problems for a year. And they were ready to throw it out, but they could not. Pt had been constantly on the phone with medtronic, because of issues recharging the implant with the recharger. In the last couple days the pt was so mad, because when they go to charge the ins, it did not go into recharge mode. For pt was getting battery empty, cannot continue recharge the controller and pt did not know what that meant. During call, pt plugged the controller into the ac power and it was recharging with a green flashing light.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and they had this problem on/off for years. Patient stated the controller would work for a little then the controller would clunk out so patient would reset their controller. Patient stated they have nothing but problems. Patient mentioned they had numerous external equipment's replaced in the past. Agent observed information was confusing to follow that patient provided. Agent instructed patient to check for damage; no visible damage to recharger and controller port. Agent walked patient through resetting their controller. Agent instructed patient to start a charge session and ins went into passive recharge mode and agent reviewed passive recharge process. Controller showed 40% and ins red. Agent reviewed controller needs to be fully charged before recharging their ins. Agent reviewed device function and best practice to recharge devices. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned they recently went to their surgeon 3 weeks ago and did an x-ray showing the ins was close to their skin. Pt called back because they continued to receive poor recharge quality. The issue continued and they were unable to charge their implanted device. Due to the inconsistent recharge quality. Agent sent an email to repair to replace the recharger. Case reopened and reassigned to add serial number. Pt called back confirming they received replacement recharger from this case but they still cannot get implant to charge. Pt stated they are "sick of this machine" and has had nothing but problems over the years with it. During the call pt saw recharging needs attention screen. Pt stated they see the batteries screen but without even moving, that goes away. Agent had pt unplug and saw battery empty cannot provide stimulation. Pt reinserted recharger and saw controller at 90% and implant in red recharging good. Agent reviewed best practices for paddle placement - pt stated they do not use a belt and puts paddle into their pants. Pt then kept seeing poor recharge quality. Agent asked about recent falls/trauma; pt stated 2 weeks ago they had a mini stroke and was taken to the ER. Pt stated they did not have their "battery" on them at the time because they weren't able t charge the implant the day before that. Agent confirmed controller replaced june 2023. Agent redirected to hcp/mdt rep for further assistance charging the implant.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97755-s, serial# (B)(6), product type: recharger. Product ID: 97745nt, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient said they did not meet with their doctor and it just started working, it was noted that the issue was resolved so far.